Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath to attempt lead extraction. It was noted that there was no resistance moving over the rv lead's superior vena cava (svc) coil, positioned within the innominate vein. The glidelight device seemed to advance with minimal resistance. During the procedure, the patient's blood pressure began to drop, while traction was being applied and laser sheath was advancing. The physician thought the rv appeared to be inverting from traction forces, so traction was released, but blood pressure failed to respond. Transesophageal echocardiography (tee) was used with no cardiac effusion noted, but marked left ventricular dysfunction was observed. The tee probe was adjusted, and revealed a large pleural effusion with rapid growth. Rescue efforts began immediately, including rescue balloon and sternotomy. A left innominate vein, extending to the right brachiocephalic vein perforation was discovered. The repair of the area was successful and the patient survived the procedure. This report captures the 16f glidelight device in use when the left innominate/right brachiocephalic perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed.